Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to the lcd screen being broken. Pictures were taken. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the lcd being broken. Pictures were taken. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to the lcd being broken. Functional tests were performed and passed failed the lcd test and display pattern test. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.